Manufacturer narrative:
H3: product analysis for pss unknown tool with unknown lot: no conclusion can be drawn, as the device evaluation anticipated but not yet begun. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: em800, serial/lot #:sn (B)(6), ubd:, UDI#: (B)(4); product analysis for em800 with serial sn (B)(6): evaluation of the device determined burr broke off and stuck in the shaft. The likely cause could not be determined. It was also noted that the collet was stuck. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Repair request initiated for device with the report of blade was cut on the motor and difficulty with assembly. It was reported there was no patient involvement. Repair escalated to a product event due to reason for return.

Manufacturer narrative:
H3 product analysis for pss unknown tool:evaluation determined that burr broken and stuck on to the motor. The likely cause of the failure could not be determined. Details of correction: 1. H6 fdm/annex b code corrected from b21 to b01; fdr/annex c code corrected from c21 to c070603 c23 fdc/annex d code corrected from d16 to d12. 2. H11 product analysis for pss unknown tool updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On additional follow-up it was reported that the end user accidentally use wrong burr due to which the burr got stuck to the motor.